Event description:
On (B)(6) 2013 defective endologix device placed. On (B)(6) 2016, echo leak detected and synthetic graft was placed in aorta. On (B)(6) 2019 defective device removed from body aortic bifemoral bypass. Defective device from endologix increased my changes of serious health event, rupture, and or death. FDA safety report ID# (B)(4).